Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Testing results: qc 1: 3.1 inr, qc 2: 3.2 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.9 - 4.5 inr). All measurements were without error messages. The maximum difference between measurements was 4%. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation ni equals lay user / patient.

Event description:
The customer complained of a questionable inr result from their coaguchek vantus meter serial number (B)(4) compared to an unknown laboratory method. The customer's result from their meter was 6.0 inr. Within 30 minutes the laboratory result was 4.6 inr. The customer's therapeutic range is 3.0 - 4.0 inr. The customer does not have hematocrit concerns, is not on heparin, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, has had no diet changes, is on no new medications, and no additional illnesses. The customer's meter and test strips were requested for return. Only the meter has been returned. Replacement products were sent. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.